Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture and detachment occurred. An 18-6/5.8/75 xxl balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. Upon pulling the device out, part of the balloon torn off inside the patient's body. The fragment was then stented up and the procedure was completed. No patient complications were reported.